Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she put in a new battery and 2 days later she went to bed and woke up with the insulin pump completely off. Customer had to try 3 batteries before it will turn on. Customer did not recall any alarms. Blood glucose value when she woke up was 275 mg/dl; treated with the insulin pump after changing the battery. Customer declined to troubleshoot as she was driving. Nothing further reported.